Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. Unable to confirm e13/a13 alarm and unable to perform any tests due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error watchdog timeout. Customer blood glucose level was 152 mg/dl. Troubleshooting was performed, self-test was not ok. The device will be returned for analysis.